Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the housing was cracked and broken. It was further determined that the device failed pretest for information button and self-test and general condition and lever. The assignable root cause was determined to be due to improper handling which is misuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece/modular device and the power module device had a burnt smell while being used together. It was further reported that the devices stopped working. There was a five-minute delay to the surgical procedure. Spare devices were used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.